Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry, the icm was explanted and replaced. The patient was stable.

Manufacturer narrative:
The inability to pair the device with the patient application has been confirmed to be due to corruption of the device serial number and model number stored in ble flash memory post-implant. Interrogation of the device revealed incorrect model and serial number. Analysis of device image indicated device was above eri level. The cause of the missing information was due to ble flash corruption, consistent with a hybrid integrated circuit anomaly.